Event description:
It was reported that during an unk procedure, the anvil pin dislodged when the anastomosis was performed. The procedure was completed with the same instrument. There was no pt consequence.

Manufacturer narrative:
Date sent: 9/28/2007. Info is unavailable; device was not returned for eval. The device was not received for analysis; therefore, the complaint could not be confirmed. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.